Event description:
A customer reported receiving erratic readings on his adc glucose meter. Readings of 389 mg/dl and 39 mg/dl were obtained within 10 minutes on (B)(6) 2012 at 10pm. When plotted on a parkes error grid, the results fell into the "c" zone, indicating the difference in values was clinically significant. As a result of this issue, the customer reported that at 4:30 am on (B)(6) 2012, he was in bed sleeping when his wife noticed he was "sweating a lot". The customer reported he was "out of it" and that he experienced a loss of consciousness. The customer's wife "flipped the bed up" and gave the customer "orange juice and cinnamon toast." The customer self-presented to a health care facility 2 days later, however no treatment or diagnoses were reported. The customer stated he was advised to contact the "meter company." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1183219) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.